Event description:
Operator reported a leak from the left side of the analyzer onto the floor. The leak was in, around and under the analyzer. No pts were involved and no operators were harmed. The field service representative determined a broken filter to be the cause and replaced the filter. Performance tests were performed.